Manufacturer narrative:
Additional PMA/510(k) number k011028/k013227.

Event description:
It was reported by the doctor that the implant did not disengage from the driver, so was not able to place the implant. However, the doctor was able to use the same driver to place another implant in the same surgery. Driver worked properly.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One tapered screw vent implant was returned for inspection. A visual inspection revealed excessive wear about the threads and collar. The internal hex feature of the implant is noted to be damaged. The implant was functionally tested, and despite the damage noted, was able to assemble with a mating driver, and separate as normal. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants¿ 9665 rev 0-09/14. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. The circumstances behind the complaint could not be recreated with the information provided, and functional testing found that the implant did not malfunction. The reported event is therefore considered non-verifiable. However, because it was noted that the returned implant was damaged during use, technical deficiency is confirmed. The following sections have been updated: (B)(4).